Manufacturer narrative:
Unique identifier: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service represeadvanced breathing system was replaced to resolve the reported issue.

Event description:
The hospital reported a loss of mechanical ventilation during a case. The patient was switched to manual ventilation. Switching from volume mode to pressure mode back to volume mode rectified issue. There was no patient injury.